Event description:
Pt experienced cardiorespiratory arrest in ICU. Defibrillator initially used during code did not discharge after 2 attempts. The defibrillator was immediately replaced by another. Possible equipment problem caused defibrillator to fail to discharge; specifically, the paddle connector was not completely locked into position which was not obvious to staff. Incomplete lock may have caused loose connection.